Event description:
It was reported that the novel lead was found to be dislodged. During the repositioning procedure, the lead helix exhibited unspecified rotation issue. The lead was explanted on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.